Event description:
The pt was implanted with a synchromed infusion system. During the first 3 months the pt had good pain relief with bupivacaine and clonidine. Then the doses of the pump were gently increased. The pt came in for a refill in may. After interrogation, the pump began to alarm. The pump telemetry indicated pump memory error. After several attempts to troubleshoot using a different programmer the physician replaced the drug in the pump with physilogique water and the infusion pump was stopped. The pump was explanted and returned to the MFR. There are no reports of pt complications reported with this event.